Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charge coupled device (ccd/r-unit) is broken and therefore the image is green. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charge coupled device (ccd/r-unit) is broken and therefore the image is green and the most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited abnormal image where white balance was lost. The issue occurred during an unspecified procedure. There were no reports of patient harm. The procedure was completed using a backup device.